Event description:
Philips received a complaint by the customer on the v60 indicating that a battery failure occurred. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
It was reported that a battery failure occurred. Per good faith effort (gfe) response, the customer replaced the battery to resolve the reported issue. The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.